Manufacturer narrative:
(B)(4): closure trigger top. The analysis found that one ec60a device was returned in good visual condition and with blue cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to pulling the closure trigger open in an attempt to open the device. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to catch on the now broken or bent closure trigger top component. This in turn can then result in the red switch being locked out if the firing trigger is not in its full open position. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired and after the fourth stroke, the device would not open. The surgeon reversed the knife button and fired the handle, it still would not release. The surgeon fired the handle again and eventually the device released. There was no tissue damage. This same device was used to complete the procedure. No adverse consequences reported.